Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and defective solder joint. This report is made based on the results of investigation completed on 04/03/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: on investigation, the pump powered up to a dim and discolored display. Audio bolus button cover was torn while the button responded properly. Continuous glucose monitoring (cgm) failure warnings were found in the cgm history. Warning was not duplicated during the investigation. Removal of pump casing found defective soldering connection to the cgm module. (B)(6).